Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed system verification according to isi procedures. The fse performed routine check and system recalibration as part of service. Fse verified that the ssc clutch pedal was functionally operational and there was no issue. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: during a da vinci-assisted ventral hernia tar surgical procedure using a dual surgeon side console (ssc) setup, the user observed that the clutch pedal on ssc 1 was not working. User elected to discontinue use of the ssc1 and complete the procedure using only ssc2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure using a dual surgeon side console (ssc) setup, the user observed that the clutch pedal on ssc 1 was not working. The customer received phone assistance from the technical support engineer (tse). The customer stated they were continuing the procedure and that they switched from one ssc to the second ssc. The tse was not able to perform any troubleshooting and did not see anything in the logs pointing to the ssc1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.